Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned itching on their back from tape, some drainage yesterday and feeling sore. Patient stated that their knees were hurting and that they could barely walk this morning and it might be due to arthritis. Patient stated that they had an upset stomach and that their lead might have come out. Patient sated that they had something lose on her back and thought it might be a lead. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.